Event description:
The manufacturer received information alleging a "ventilator not operative" alarm occurred on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator has not yet been received at the third-party service center for evaluation. At this time, we are unable to confirm the alleged "ventilator not operative" alarm. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The trilogy evo ventilator was returned to a third-party service center for evaluation of alleged ventilator inoperative condition. There was no patient involvement and harm or injury reported. On device evaluation, ventilator inoperative error code e-155 was confirmed to have occurred indicating the machine flow sensor drift above the specification. The printed circuit board assembly was replaced to address this issue. Additional findings not related to the malfunction/issue: as part of maintenance, the in-line proximal filter was replaced due to contamination and the muffler assembly, air foam inlet filter and particulate filter were replaced as part of preventative maintenance. The device passed final testing. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.